Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Verification of failure mode reported in the current manufacturing process was conducted as follows: 2 devices were taken from the current production, and functionally inspected. During testing, the issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information provided. Root cause is unknown. Corrective actions cannot be established at this time. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the connection to the heated wire pigtail appear to have a short causing the overheating." Alleged issue reported as detected during use. It was reported there was no patient injury or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and, as reported, the burned expiratory pigtail connector has been confirmed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The customer settings on the neptune were noted as follows: temperature set 35 degrees celsius, rainout set to one point to the left of center (slightly dry), invasive mode. Full bench functional testing could not be accomplished as the expiratory pigtail connector is heavily damaged. The error log from this unit was parsed and analyzed to determine if the neptune failed to operate in the designed manner. The error log data does not reflect any anomalies that would suggest an operating failure. Based on the investigation performed, the reported complaint could not be confirmed. The expiratory pigtail connector has been burned, but other than that the unit is fully functional based on the abbreviated functional testing that could be performed. The "burned/melted" pigtail connector has sustained heavy damage. However, based on the functional testing of the heater and the error log analysis, no functional issues were found with the heater that would have contributed to this event. It is likely that the "burn" had to either originate from a poor electrical connection, or some form of contamination at the electrical joint.

Event description:
Customer complaint alleges "the connection to the heated wire pigtail appear to have a short causing the overheating." Alleged issue reported as detected during use. It was reported there was no patient injury or consequence.